Manufacturer narrative:
Lot review: suspect lot# 3335771 showed (B)(4) units were manufactured, tested, inspected and released in december 2016, citing no exception documents.

Event description:
Complaint received regarding two trifurcated transpac® it monitoring kit reporting that the safeset leaked and pa line came apart. We had to clamp the line downstream and replace the syringe/tap combo to stop the leak. The other yellow one, is the second time this has happened that it separated. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: suspect lot# 3335771 showed (B)(4) were manufactured, tested, inspected and released in december 2016, citing no exception documents. Visual inspection: received two used 011-46114-26, mtg partial segments. Partial segment #1 consisted of distal 60" tubing with male and female luer connectors, partial segment#2 consisted of red female luer; bonded to 9" arterial tubing, safeset syringe, stopcock, female luer bonded to 10" red strip pvc tubing bonded to red male luer. Partial segment #1: yellow strip pressure tubing 60" section was visually inspected and little to no solvent was observed on the tubing and the yellow female luer. Partial segment #2: solvent bond between the one way stopcock and the female luer was observed to have solvent but the insertion depth of the luer slip wasn't observed to have sufficient engagement. Final analysis summary: the reported complaint of component separations was confirmed with the "as received" two mtg. Kit segments. The pa line came apart was confirmed, along with the leaking from the tap next to the syringe. The yellow pressure tubing was observed to have an insufficient amount of solvent. The one-way stopcock and the female luer were observed to not have the luer slips been fully engaged with each other when bonded. A detailed analysis of the 011-46114-26, mtg. Kit reported complaints and investigation findings was performed. The engineering efforts and data analysis of these bonded components/subassemblies identified an opportunity to implement minor enhancements to the manual bonding process for these connections. A uv adhesive bonding method wa validated, qualified and has been implemented. ICU medical will continue to monitor and trend the reported complaints.

Event description:
Complaint received reporting component separations/leakage issues with use of 011-46114-26, trifurcated transpac® it monitoring kits. The initial information describes the first event as follows ".. The arterial line tap leaked. It was dripping slowly and allowing blood back up into the arterial line... Clamp the line downstream". The device (segment) was removed and replaced with no further issues encountered. The second event simply reports the 011-46114-26 mtg kits yellow tubing segment separated from the yellow female luer. There were no reported patient injuries, change(s) in baseline condition an or adverse consequences. .